Event description:
It was reported that during a laparoscopic cholecystectomy procedure multiple clips fell out when loading and not closing over vessels. The clips did not close properly at both ends. Only closed on the ribbed edge. Clips are scissoring over vessel (criss cross). No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? = er320 from the lepchole kit. What vessel or structure was the device fired on at the time of the event? = cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? = yes. Was there any torquing or twisting of the device present at the time of firing? = no. Was any unexpected resistance felt while firing the trigger? = no the clip were coming off on its own and they were not closing properly they were skew. Were any unexpected noises heard? If so, when? = no. Did any clips fall into the patient? If so how was the clip retrieved? = yes and the clips were retrieved by grasper.

Manufacturer narrative:
(B)(4) - yielded jaws and returned empty additional information:was a cholangiogram done on this procedure? No. Did clips fall off of cystic duct and artery after they were applied? Yes the analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.